Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report a battery issue. There was no reported patient involvement / adverse patient impact.